Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the foot switch does not pair with the generator was confirmed. It was found that the foot switch had connection failure due to corrosion of the transmitter pcb. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. Fluid ingress into the device is the root cause of the corrosion of the transmitter pcb. This would have caused the complaint reported by the customer. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Per sales rep generator and foot pedal not pairing no case impact it was reported by the sales rep that the vapr vue wireless footswitch device would not pair with the generator device. During in-house engineering evaluation, it was determined that the device had connection failure due to corrosion of the transmitter pcb. There was no procedure nor patient involvement reported. No additional information was provided.